Event description:
On 7/15/24 a beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced a high blood glucose event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 7/14/24. On 07/16/24 a beta bionics customer care agent followed up with the user's mother about the event. The mother reported they changed out 3 infusion sets without success leading up to the event. One infusion set had a bent cannula and the two others seemed fine. However, the user reported feeling insulin dripping down their leg after an infusion site change and experienced high (>400 mg/dl) bg levels for 24 hours. They used three insulin injections (3, 5, and 8 units) to attempt to correct the high bg. Ketone testing showed moderate levels, and the user was eventually admitted to the emergency room with dka symptoms, including vomiting and dizziness. The user was placed on an insulin drip and IV fluids. The user was using the convatec inset (23", 6mm) teflon cannula infusion set. The user was released from the hospital on (B)(6) 2024.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms a period of prolonged hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The cgm glucose is above 400 mg/dl from 2:00am through 6am on (B)(6) 2024, then trends down into the normoglycemic range but begins to rise around 12pm and is above 400 mg/dl by 5pm. Despite appropriate insulin dosing, the cgm glucose remains elevated throughout the evening of (B)(6) 2024 through the afternoon of (B)(6) 2024. In the early morning of (B)(6) 2024, insulin dosing was paused using the pause insulin feature for approximately 3 hours. The ilet was appropriately triggering device and cgm glucose alerts except for the high glucose alert as that had been turned on (B)(6) 2024. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, it was determined that the ilet operated as intended. The hyperglycemic event was caused by multiple failed infusion sites as evidenced by report of a bent cannula and then insulin leaking from one of the subsequent site which resulted in insufficient insulin delivery. The high glucose alert being turned off may have limited the user's ability to be notified and respond to hyperglycemia. Additionally, failure to follow the recommendation for hyperglycemia management a very prolonged period of hyperglycemia, which increased the severity of the event.